Manufacturer narrative:
(B)(4)

Event description:
The doctor reported opacification he observed in a model z9002 intraocular lens that was implanted in the patient's eye on (B)(6) 2013. The patient's ophthalmologist (od) sent her back to the surgeon's office because she had this perfectly round brownish 3-3.5mm circle in the middle of the lens. It was stated that the brownish circle appears to be in the lens, not on the anterior or posterior surface. Doctor asked for input from abbott medical optics (amo) prior to seeing the patient. Postoperatively, the patient's visual outcome was 20/20-2 with a bothersome brown fog over everything. Patient is unhappy and lens was removed on (B)(6) 2013. At explant, a posterior capsular tear was noted, a vitrectomy was performed and the incision was enlarged. The lens was replaced with an acrylic lens.

Manufacturer narrative:
Returned sample observation: a lens cut in half was received in a plastic bag. The lens cut in half is consistent with a lens that has been explanted. Visual inspection: the returned sample was inspected at 10x microscope magnification. Lens had surface residuals adhered to both sides of optic body compatible with handling the lens out of sterile environment. The sample was cleaned and inspected. No other unacceptable condition was identified. Conclusions: lens condition for round brownish spot was not verified in the sample returned. Batch records were reviewed and were found to be within product specifications. The documentation shows that the production order was manufactured according to specifications. Also, the review of the documentation for slit lamp inspection of silicone lens inspection shows that all the lenses sampled had an acceptable haze level. No deviation or nonconformance was generated. No discrepancy related to quantity was found. Raw material records were reviewed and found to be within specifications. No deviation was reported. In manufacturing at the final inspection process, the lenses are 100% cleaned and inspected at 10x microscope magnification. No issues were reported. Process and/or material changes: a review of the raw material / process manufacturing instructions in the change control system does not show any change in the manufacturing method or specifications that could be related to this complaint type. Sterilization records were within specifications. Based on the manufacturing instructions a 100% inspection of the lenses for haze level is performed by the manufacturing operators. No deviation due to unacceptable haze lave disposition was reported in this production order. The manufacturing record and related documents shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted.